Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 419488 lead, implanted 2010-(B)(6); d334trg ICD, implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the emergency room after coding. A transmission showed the right ventricular (rv) lead with intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.